Manufacturer narrative:
The customer declined the option to have their glidescope video baton quickconnect large returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Upon review of the device history for the video baton serial number "(B)(6)," it was determined that the device was manufactured on april 29, 2021 and is past the two (2) year expected product life as outlined in the glidescope video laryngoscopes operations and maintenance manual (omm). Since the device was not returned to verathon for evaluation, the cause could not be determined; however, it is likely that the age of the device, three (3) years and two (2) months, may have caused or contributed to the event. Review of complaint history for the reported video baton serial number "(B)(6)" did not identify any previous complaints reported to verathon. Trending analysis for the glidescope quickconnect video batons does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton quickconnect large, the light turned off and the image turned black when the video baton and connected cable were moved. The procedure was completed using a different video baton which was made available in an unspecified amount of time. No delay in the procedure or harm to the patient was reported.